Event description:
Operating room nurse reported to sales rep that during surgery, she noticed when she received the column screwdriver back from the surgeon that she was not able to assemble it.

Manufacturer narrative:
Na